Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, a patient was scheduled for a planned revisions for a loosened ilium screw. This report involves one (1) expedium spine system single inner set screw 5.5. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional device product codes: kwp; kwq; mnh; mni; osh. Reporter is a synthes employee. The DHR of product code: 179702000, lot : 292573 was electronically reviewed and no non-conformance were observed during the manufacturing process. The product was released on: november 30, 2020. Visual inspection: the single-inner set screw (part # 179702000, lot # ,qty # 1) was returned and received at us customer quality (cq). Upon visual inspection, it is observed that the surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. No other issues were found with the device. The radiograph provided, was evaluated and the set screw was found to have loosened and migrated from the expedium poly screw postoperatively. The complaint condition is hence confirmed. Functional test: a complete functional test could not be performed as the mating rods were not returned along with the devices. A partial functional test was performed on the returned devices and they functioned as intended. Can the complaint be replicated with the returned device(s)? Unable to perform. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to the design of the device. Document/ specification review: the following drawing(s) was reviewed: accela/ mmsi si set screw: current and manufactured revision no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for the single-inner setscrew (part # 179702000, lot # 292573 qty# 1). A definitive root cause could not be identified for the reported issue with the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based upon these results, no corrective and/ or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.